Manufacturer narrative:
(B)(4). Device photo analysis: visual analysis of the photographs identified through the photo provided, it is not possible to determine the lot number and catalog observed rupture in the device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Healthcare professional reported rupture and capsular contracture (baker grade IV) of the left device discovered via an ultrasound. Replacement with non allergan devices.